Event description:
Patient was revised to address loosening of the stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address loosening of the stem. Doi (B)(6) 2007 - dor (B)(6) 2012 (right hip). Update (B)(4) 2013 - medical records and x-rays were received. The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were made in accordance with (B)(4). Medical records and x-rays were obtained, reviewed but root cause not identified. It is noted however that competitor cement product had been used at time of implant. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.